Manufacturer narrative:
The recipient's infection was in the external auditory canal. The recipient did not have any complications during or after explant surgery. Additional information regarding recipient status are not available.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a chronic ear infection. The recipient's device was explanted. The recipient will be reimplanted at a later date.